Event description:
Pt was given a pca pump with demerol at 0530 with 20mg/ml demerol concentration and pt was to control 3 doses/hr of 12mg drug per dose. Nurse arrived approx 0550 and found pt obtunded, seizing and not breathing. Code 88 (CPR) called and pt intubated and transferred to ICU. Nurse noted that the 250ml IV bag was approx half empty. Pump removed from pt and sent to biomedical engineering for evaluation.